Manufacturer narrative:
The customer contacted a siemens customer care center. Quality control (qc) was within acceptable limits on the day of the discordant result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified alignments, performed sample probe clean, and aligned the reagent 1 (r1) probe. Then, the cse ran system check without any error. Then, the cse adjusted the cuvette film height and ran multiple replicates of qc, which was within acceptable limits. The cse followed up with the customer post service. The customer performed the following actions as recommended by the cse: replaced the reagent 2 probe and performed alignments of the cuvette tape. The customer also performed a system check, which was good, and ran qc, which was within acceptable limits. The probable cause of the discordant, falsely low cre2 results is attributed to wicking due to low film height, allowing reagent to spill from one cuvette to the next. Film height adjustment is normal maintenance on the instrument. The instrument is performing within specifications. No further evaluation of the instrument is required. MDR 2517506-2020-00224 was filed for a discordant result that was obtained on 08-jul-2020.

Event description:
A discordant, falsely low creatinine (cre2) result was obtained on a patient sample on a dimension® exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cre2 result.